Manufacturer narrative:
The device was in use for treatment. The lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegations against this lead (low impedance) cannot be confirmed. No subsequent device or clinical adverse events have been reported. The lead remained implanted for approximately 7 years, 1 month. Low impedance is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records were reviewed and there was one (1) reject for missing steri-dot found during manufacturing of this lot. A review of the complaints found no additional complaints against this lot. The event will be re-evaluated if additional information becomes available.

Event description:
Based upon information the customer received from their representative, this lead was capped due to low impedance. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 7 years, 1 month.